Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. Customer states the pump did not alarm no delivery with manual prime. The customer returned their sets for analysis. The customer was sent the new sets to resolve the issue.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.